Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 4.34 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.